Manufacturer narrative:
No additional information was provided.

Event description:
A customer reported that a beaver® and edgeahead safety sideport mvr knife was received with the protective shield of the safety knife retracted, therefore, exposing the blade. The customer reported this knife was associated with a cut to a staff person while trying to remove the knife from the package before patient use. As a result of the cut, no medical attention was taken.